Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. Two sealed samples and one used sample was returned to argon for review. A visual inspection was performed on the returned samples. The visual inspection on the used sample established that the pincer of the used sample was flattened. This could prevent the device from taking samples properly. According to the per form, no accessory device was used, and there was no mention of an incisional dermatotomy prior to activating the device through the skin as the IFU instructs. It is likely that these techniques were not performed. Not performing either of these techniques would make damage to the sensitive components of the needle extremely likely due to the toughness of tissue. The two sealed samples were functionally tested with a beef kidney. All three stroke lengths were fired on both devices and both devices took samples successfully. Since the two sealed devices took samples and since the damage to the used sample was most likely the result of am event within the user's environment, no corrective action will be performed.

Event description:
Following several punctures , no samples retained. The patient must be repunctured several times in the liver. Hemorrhagic risk.

Manufacturer narrative:
Sample is indicated as returned. As of the date of this report, sample has not been evaluated. A follow-up report will be submitted once the sample has been reviewed.

Event description:
Following several punctures , no samples retained. The patient must be repunctured several times in the liver. Hemorrhagic risk.